Manufacturer narrative:
There was no button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump passed rewind, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery alarm and displacement test. The insulin pump had a scratched lcd window, cracked reservoir tube lip, missing end cap sticker. The numbers do not ramp up on their own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 56 mg/dl. The customer states he is having trouble with the keypad not functioning correctly. The customer states the numbers are ramping on their own. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.